Event description:
A malfunction alarm, identified as malf 16, was reported. There was no adverse impact on the customer's blood glucose level. The customer was instructed to use multiple daily injections (mdi) as a backup therapy, and tandem technical support arranged for a pump replacement. The customer understood the instructions to place the pump into storage mode and return it within 10 days using a pre-paid label.